Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has no response sometimes. Upon functional testing the fse found that the suite pc failed. The fse replaced the suit pc, replaced the software and configured the system. After which, the system was returned use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system had a black screen during exposure. No harm has been reported to philips. Philips has started an investigation of this complaint.